Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline characteristic is pediatric patients between 3.3 and 10.2 years of age with approximately an equal number of gender. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Possible lead models could include: 4951, 4965, 4968, and 5071. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: pacing therapy in children - repeat left ventricular pacing for preservation of ventricular function. Circ. J. 2014;78(12):2972-2978. (B)(4).

Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up with the author/ company representative who have provided the information in this event file. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Referenced article: pacing therapy in children - repeat left ventricular pacing for preservation of ventricular function. Circ. J. 2014;78(12):2972-2978. (B)(4).

Event description:
Additional information was received through follow up with the author which indicated that this patient had a threshold increase along with a metal allergy. The lead was replaced. The lead serial number has now been included. No patient complications have been reported as a result of this event.

Event description:
A journal article was reviewed which contained information regarding implantable leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated there were leads with ¿failure,¿ apparent fractures, high thresholds, infection, insulation breaks, ¿overstretching,¿ phrenic stimulation, and lead repositioning was done. The article also indicated that some patients were upgraded to a dual chamber pacemaker. The specific status of the leads is unknown. Further follow up did not yield any additional information. No patient complications have been reported as a result of this event.

Event description:
Additional information was received through follow up with the author which indicated that this patient had a threshold increase along with a metal allergy. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: pacing therapy in children - repeat left ventricular pacing for preservation of ventricular function. (B)()